Event description:
It was reported that the stent was inadvertently deployed. An innova self-expanding stent was selected for use to treat stenosis in the superficial femoral artery (sfa). During preparation of the device and external to the patient, the stent inadvertently deployed after it had been loaded on to the guidewire. A new device was used to complete the procedure. There were no patient complications as a result of the event.